Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, when lens was being prepared to be inserted, the surgeon noticed an abnormality with delivery system the way it was curved and would not be inserted correctly. Backup lens was used. Additional information was requested.

Event description:
Additional information was requested and received stating that the plunger was defective and would not correctly advance the lens and remained in the delivery system. There was no patient contact.

Manufacturer narrative:
Additional information was provided in a.1., a.4., b.2., b.5., d.9., d.10., e.1., h.3., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).